Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, mesh poked through near mid-incision.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information and lot review. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. The cm has been notified of the reported complaint.

Event description:
Additional information from the physician indicated that the sling did not have any tissue ingrowth under the urethra, but did show some scar tissue or tissue ingrowth laterally (on both sides) but not near the midline. The physician removed the portion of the sling that did not have tissue ingrowth. The physician indicated he uses the same technique and surgical protocol for each of his altis patients. He indicated he does not perform a cough/leak test. He theorized that the cause of the extrusion could be infection, but infection could not be confirmed.